Event description:
Reported due to cerebrovascular accident. The patient was admitted to the hospital in 2006 for an unknown reason. Three days later an xact stent was successfully placed in the right internal carotid artery/common carotid artery site. During this procedure, a 6.0mm emboshield was also used, as well as a cordis aviator balloon for pre and post dilatation. The procedure finished without complication and the arteriotomy was closed with manual compression. Eleven days later the patient experienced left-side hemiparesis. The neurologist determined that the patient had suffered a stroke in the right middle cerebral artery. It was reported that one day later the patient was discharged with continuing symptoms, and is being followed by physical and speech therapy.

Event description:
Stent was placed on 03/31/2006. Cerebrovascular accident occurred on 04/01/2006.